Manufacturer narrative:
Device being sent to manufacturer.

Event description:
The manufacturer was notified that a mitroflow biological heart valve implant was explanted from a patient on (B)(6) 2018. No further information was received.

Manufacturer narrative:
The device was returned to the manufacturer on nov 8, 2018. A gross inspection of the device was performed. The returned valve appeared deteriorated with traces of pannus and organic deposition.

Event description:
In 2011 a patient received a mitroflow lxa21 aortic heart valve implant. On (B)(6) 2018 the valve was explanted. The issue of bioprosthesis malfunction was identified preoperatively: echocardiogram performed by patient's cardiologist revealed severe aortic stenosis with a mean gradient of 52 mmhg in nyha iii. Intraoperatively heavily calcification of the bioprosthetic leaflets have been found without paravalvular leaks or vegetations. The outcome of the patient was good. The patient was discharged on the 7th postoperative day in rehab.

Manufacturer narrative:
The manufacturer received additional event information on dec. 20, 2018 from (B)(6). In 2011 a patient received a mitroflow lxa21 aortic heart valve implant. On (B)(6) 2018 the valve was explanted. The issue of bioprosthesis malfunction was identified preoperatively: echocardiogram performed by patient's cardiologist revealed severe aortic stenosis with a mean gradient of 52 mmhg in nyha iii. Intraoperatively heavily calcification of the bioprosthetic leaflets have been found without paravalvular leaks or vegetations. The outcome of the patient was good. The patient was discharged on the 7th postoperative day in rehab. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device was returned to the manufacturer and a gross investigation was performed. The returned valve appeared deteriorated with traces of pannus and organic deposition. Visual examination of the valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications on both sides of all the leaflets and due to tears on leaflets a and b. There was pannus overgrowth on the inflow sewing ring of the valve. Leaflets calcification, detected on the returned mitroflow lxa21 (sn (B)(4)) with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears. There was no evidence of endocarditis in the returned valve. Structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the sample. It is possible that the patient¿s clinical history and risk factors may have contributed to the valve degeneration. However, little clinical history was provided. The root cause of the reported event is thus deemed to be structural valve deterioration leading to stenosis and consequent valve replacement. The root cause of calcification, pannus and lipid infiltration cannot be established at this time but is a known inherent risk of biological valve implants.